Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens and the back haptic tore. The lens was removed with no patient injury. The backup lens was implanted without incident.

Manufacturer narrative:
No known impact or consequence to patient. Torn material. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found pieces of one haptic torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).